Manufacturer narrative:
On 07/03/2015 the retrieved item was analyzed by the r and d project manager, with the following comment: during the visual inspection it was observed that the failure of the screwdriver occurred similarly to the previous ones. Two out of the four prongs were broken at the base. There were no evident sign of torsional deformation on the remaining prongs. No additional comments were carried out about failure mode.

Manufacturer narrative:
On 25 august 2015 it was prepared a final report with the information already submitted in the initial report and in the follow up #1. On the same day the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
On june 08, 2015 the (B)(4) made the following preliminary analysis: the pt had hard (sclerotic) bone like the surgeon confirmed. For the reason of that the insertion torque was much higher than usual which result in a failure of the screw driver/implant interface. Sclerotic bone can be present from time to time. It's not uncommon that instruments reach their limit in such situations and potentially fail. A redesign of the screw driver is under progress in order to be able to address such extreme conditions. In addition to that we are developing a tap that allow to pre-tap the hole especially in case of hard/sclerotic bone. On june 23, 2015, it was confirmed that the item will be sent back for analysis.